Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed inside the rapidfill connectors (red). This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: july 01, 2020 - july 02, 2020. H10: the device was received for evaluation connected to an unknown 5 ml syringe. Visual inspection was performed and a dark particle matter was observed lodged inside the interior wall of the syringe tip thread area. The sample connector that was attached to an unknown 5 ml syringe was removed and a loose particle matter fell out of the syringe tip area. Visual inspection with magnification verified one dark flake-like polymeric appearing particle approximately 1.00 square millimeters. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.